Event description:
It was reported that the programmer was unable to establish telemetry with an implanted device. A known good radiofrequency head was used and still there was no telemetry. The programmer was changed out and the interrogation was able to be successfully completed. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer head was unable to interrogate, the head uplink tests were out of specification and therefore the head's cable was replaced. Concomitant products: product ID 2090aa programmer. (B)(4).